Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient was implanted with pfna ii nail, bolt and blade construct for a femoral neck fracture on (B)(6) 2012. In (B)(6) 2012, patient began half-weight bearing. In (B)(6) 2012, patient began bearing full weight. On (B)(6) 2012 the surgeon, via x-ray, found that the distal locking bolt was broken. On (B)(6) 2012, the surgeon found the pfna ii nail was broken. The pfna nail broke at the 130 degree hole lead-through for the spiral blade on the nails proximal part. The patient returned to the or on (B)(6) 2012 for hardware removal. At this time, patient was revised with bha. Post-operative follow up did not reveal any further issues. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is not distributed in the united states, but is similar to device marketed in the USA.